Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l1-s1 revision surgery and extension to the pelvis. Intra-op, the driver broke. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis received: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.